Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins did not seem to work for them. Caller mentioned that the patient had to get a urostomy in 2022 and ins had been turned off since probably the middle of 2022. Caller mentioned that the patient is getting an MRI on wednesday caller wants to confirm that it MRI friendly. Agent reviewed MRI information. Caller mentioned that when they tried to charge the ins the patient got a little shocked when they started the charging session. Caller mentioned they were able to charge it last night but it got up to about 15% and then it acting like it was not going to go any further than that. Agent tried to do a recharging session and caller confirmed that the ins was charging but unable to get it to an "excellent connection" due to the ins battery being too low. The caller will continue the recharging session. Agent emailed MRI mode instruction. Agent was not able to confirm recharger sn due to patient charging at the time. Caller patient rep called back because the patient need to do MRI. Caller states they forgot to mention when they called before that the patient had a fall and hit the spot where the patient's implant is. Caller said that they are able to connect the recharger and the implant but the charge level won't advance. Caller mentioned patient has swelling on the side where the implant was. Redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.